Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with l3/4 and l5/s1 spondy underwent open navigated l3-s1 with transforaminal lumbar interbody fusion. Intra-op, crosslink was picked according to size for the patient. The scrub tech loaded the crosslink onto the crosslink swizzle sticks and backed out the gold set screws so the crosslink could be placed onto the rods. The surgeon placed the crosslink over the l4/5 space and tightened the set screws into place. The doctor took the t handle and sounded as the surgeon was trying to torque it off. He then tried again and the set screw torqued off in normal fashion. After surgeon had torqued the other side and the center nut, the surgeon noticed that the bottom tip of the set screw had broken and was lying in the wound. Surgeon removed the broken piece and used the removal driver to remove the torqued set screw and then placed a new set screw in the crosslink and torqued it into place with no issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.